Manufacturer narrative:
Concomitant medical devices: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), impl anted: (B)(6) 2010, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that for a while that patient had been having intermittent stimulation where they would feel it and then wouldn¿t feel it. They turned the stimulation off for a couple days and then turned it back on. When they turned the stimulation back on they saw an out of regulation (oor) message and they were unable to adjust stimulation. The patient met with their manufacturer representative and impedance check showed that several electrodes in the range 8-15 were greater than 10 ,000 ohms. The cause was not determined however the patient was reprogrammed using two of the good electrodes and they were now receiving adequate stimulation.